Manufacturer narrative:
The device was received for evaluation. The footswitch failed functional testing with no functions from a collapsed right foot pedal. A broken actuator has caused the right pedal to collapse. Forward and oscillate functions are dead due to broken actuator. The complaint investigation has concluded the cause of the failure to be a defective mechanical component. No containment or corrective actions are recommended at this time.

Event description:
During a shoulder procedure the customer identified a short in the device. No patient or user injury reported. There was a brief delay. A backup of the same kind was available.

Manufacturer narrative:
The device was received for evaluation. The footswitch failed functional testing with no functions from a collapsed right foot pedal. A broken actuator has caused the right pedal to collapse. Forward and oscillate functions are dead due to broken actuator. The complaint investigation has concluded the cause of the failure to be a defective mechanical component.